Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was experiencing volume inaccuracy where the deliver values was set to 500 but was only showing 450 ipm. The unit has been in storage for a while. There was no patient involvement in this event.